Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient that was getting implanted with an implantable neurostimulator (ins) for parkinson¿s disease. It was reported that after the lead was unpacked, the tip of the lead was found to be bent. This malfunction was probably noticed before implantation, but was unknown. No x-ray images were available. No telemetry data was available since the issue had probably occurred before implantation. It was unknown if there were any external factors that contributed to the event. The action taken to resolve the issue was a spare lead was unpacked and used. The operation was finished without further issues. The issue was not resolved at the time of this report. No patient symptoms were reported. No surgical intervention occurred nor was planned. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead (lot # va1dc1s) found that the distal end of the lead was bent out of the box. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.